Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: (B)(4): when placing a biliary stent (1) of the bands/markers fell off and remained inside patient. Able to complete the procedure with the device. (B)(4): user error: use of a 0.025¿ wireguide. Patient/event info - notes: the following information has been received via phone call on 24may2024. Sg (B)(6) 2024 - for all complaints, ask: -does the complaint relate to: device placement -what was the target location for the stent? Left intrahepatic duct -please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. In a storage cabinet. -what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Visiglide .025 angle tip -was the wire guide lubricated prior to use? Yes -was the wire guide inspected for damage prior to use? Yes -was the device at the center of the complaint inspected for damage prior to use? Unknown -were previous procedures ie sphincterotomy etc carried out prior to placing the complaint device? Yes -if yes, please indicate the procedure performed. Sphincterotomy -were any other defects observed on the device prior to return (other than the reported complaint issue? No -had a sphincterotomy been performed prior to this occurrence? Yes -what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus 190 -please indicate the location in the body where the stent device was to be placed ie biliary duct, pancreatic duct, other. Left intrahepatic duct -did any section of the device detach inside the endoscope or patient? Yes -if yes, please specify what section of the device broke off: (1) of the bands -please indicate whether the device broke in the endoscope or in the patient -was the broken device retrieved? No the following information has been requested via email on 24may2024 / 28may2024. Sg 28may2024 additional manufacturer questions either unknown or did not get asked during call due to time: -did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown -does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown -was resistance encountered when advancing the wire guide to the target location? -was resistance encountered when advancing the introduction system in place to the target location? -how did the physician deal with this resistance? -how did the physician determine the length of the stent to be used for the procedure? -where was the stricture located in the duct? -was the stricture dilated prior to placing the device? - if so, please indicate what device(s) were used -was resistance encountered when advancing the stent through the obstructed area? -after placement, was stent position verified? -if yes, please describe how -please estimate the amount of time the stent was in place prior to this occurrence -were any modifications made to the complaint device or accessories used with the device in this procedure? (Eg guiding catheter shortened, stent cut etc) -if yes, please indicate what modifications were made: -please indicate why the modifications were necessary -please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure **please provide the originator a list of any additional manufacturer questions required for investigation. Sg (B)(6) 2024 the following information has been received via email on 01jun2024. Sg 10jun2024 1. Can you provide any patient information (age, weight, gender, pre-existing conditions)? No patient info. 2. Did the patient involved exhibit altered anatomy or tortuous anatomy? Not altered anatomy or tortuous. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Not aware 4. Was resistance encountered when advancing the wire guide to the target location? No-was told it was straight forward. 5. Was resistance encountered when advancing the introduction system in place to the target location? No 6. How did the physician deal with this resistance? N/a 7. How did the physician determine the length of the stent to be used for the procedure? Estimated. 8. Where was the stricture located in the duct? Hylum liver 9. Was the stricture dilated prior to placing the device? N/a 1. If so, please indicate what device(s) were used 10. Was resistance encountered when advancing the stent through the obstructed area? Not according to the physician. 11. After placement, was stent position verified? Stent position verified by fluoroscopy 1. If yes, please describe how 12. Please estimate the amount of time the stent was in place prior to this occurrence immediately 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? (Eg guiding catheter shortened, stent cut etc) no modifications done. 1. If yes, please indicate what modifications were made: 14. Please indicate why the modifications were necessary n/a 15. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Just guidewire -- visiglide .025 likely the following information has been requested via email on 10jun2024. Sg 10jun2024 just wondering if you could reach out for further information regarding the ¿bands/markers fell off¿ as described in the complaint. There are 4 radiopaque bands on the device which can¿t fall off, so just wondering if they could specify which part exactly fell off in the patient? The following information has been received via email on 10un2024. Sg 12jun2024 the first radiopaque band closest to the distal tip of the guide catheter, it was missing and looks like from x ray picture was in patient the following information has been requested via email on 12jun2024. Sg 12jun2024 only one device was reported, but two devices were returned to cook ireland. Did you send (2) devices back?